Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the pacemaker exhibited lead noise on both the right atrial and right ventricular leads. The noise could not be reproduced in clinic on (B)(6) 2018, and the system would continue to be monitored. The patient was in stable condition.